Manufacturer narrative:
G4: 24sep2019, b4: 25sep2019. The field service engineer (fse) performed evaluation of the unit and confirmed the reported problem. The fse then replaced the printed circuit board assembly (pcba) to resolve the issue. The unit passed required performance tests successfully and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the display is blank. No patient involvement.